Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2026 at the monash hospital. The patient's blood glucose levels reached 20 mmol/l (360 mg/dl) while wearing the pod between 37 and 48 hours. The patient reported receiving a "pod expired" alarm during operation. The reported symptoms included severe chest pain, dizziness, and nausea. The patient underwent a clinical evaluation, including an ECG and blood tests. The patient was treated with insulin via pen injections. The patient was released the same day, after 8 hours. The pod was removed at the hospital a new pod was placed.